Event description:
Threaded portion of the universal stem broke at the junction of the stem and diaphyseal sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.